Event description:
Paramedics connected the device to a patient using disposable pacing/defibrillation/ECG electrodes. The patient was diagnosed in cardiac arrest with a pea rhythm. The operator was reportedly unable to select the paddles lead using the lead selector switch or the selector knob. The patient remained in a pea rhythm throughout the call. The patient was not resuscitated. The customer indicated the device did not likely cause or contribute to the patient's outcome, because the patient did not require defibrillation or pacing therapy.